Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nissen. According to the reporter: the knobs on the handle of the device were stuck. The scrub tech was unable to open and close needle holdings. Current patient status is ok. There was no unanticipated bleeding. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.